Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they needed to see a pain doctor to have their ins adjusted, as it was "sticking out" from their skin due to weight loss. Pt mentioned that they could feel the ins right under their skin and wearing pants or other clothing causes them discomfort or pain. When pt was asked about the event, pt stated that they have been experiencing pain for a good while. Pt will continue to work with their hcp to further address the issue. Patient called, mentioned they were written a letter and to call. Patient confirmed the letter shows 2 questions and below are the p atient's answer to the questions. Question 1 answer- patient mentioned they were scheduled for surgery on april 7th and the implant will be moved. Patient then mentioned they guess the implant will be removed and installed with a new battery. Patient mentioned they have cancer and lost a lot of weight. Patient mentioned the implant was under the asking and was not taking a charge. Question 2 answer-patient mentioned the action taken is the surgery on april 7th.